Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient got the trial the day before the report for the bladder urgency. The patient stated it was working the day before but now it is not. The patient wasn't sure if they were supposed to adjust. The patient stated they felt stimulation the day before but not the day of the report. The patient stated they had an increased stimulation of bowel and that was not what they got the device for. The patient was at 9.8v on the left side and they increased to 10v without feeling anything. The patient was redirected to follow up with their healthcare provider. No further complications were reported.